Event description:
It was reported that a flow coupler device "fell apart right out of the box". The device was not implanted. No patient was injured in this incident. Another flow-coupler was used and the procedure was uneventful. The device has not been returned for analysis. No further information is available.

Manufacturer narrative:
The product was not returned for evaluation. According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.